Event description:
It was reported that when the blade was opened and used on the handpiece of m4, the tip was not matched and was not connecting / not seating properly, could not be inserted into the planing device, and could not be used. There was no patient impact. As per the analysis of the faulty blade at lab, wobbling issue was observed during the oscillation of the blade. The distal end of the device/tip was wobbling excessively.

Manufacturer narrative:
H3: visually, the pouch was open from 3 of 4 sides when returned. There was no damage noted to the tubing set, the outer tube, outer or the inner hub. Three were traces of contamination noted at the distal end/tip of the inner shaft, and at the proximal end of the inner assembly (shaft, seal and chevrons). Functionally, the inner assembly spun by hand with slight binding. The device was loaded into a handpiece and ran up to 7,500rpm in oscillating mode. During the oscillation of the blade, the wobbling was observed. The distal end of the device/tip was wobbling excessively. For further analysis, the inner shaft was removed from the outer assembly for observation, and it was noticed that the inner shaft was bent near the distal end of the inner hub. There was also striation noted near the bent area of the inner shaft. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.